Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2090-322h-(B)(4): the fiber/glass cap is partially fractured distal to glue zone at the bevel section; the fiber/glass cap distal part is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted that "the fiber has become less effective in the first minutes in surgery @ 21,967 joules and 05:42 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no patient injury reported."